Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.2, lab: 1.7; (B)(6) 2012, 1.3, 1.7. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, reference: 1.7, mean: 1.45, confidence limits: 1.1-1.9, result: pass; (B)(6) 2012, 1.3, 1.7, 1.5, 1.1-1.9, pass. Reported results are within the conference limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 284358 on (B)(6) 2012. Results as follows: donor 1 - inratio: 3.8, inratio: 3.5, inratio: 3.6, ref.: 3.74, bias threshold: 2.74-4.74, %cv: 4.20; donor 2 - inratio: 2.6, inratio: 2.5, inratio: 2.6, ref.: 2.77, bias threshold: 1.77-3.77, %cv: 2.25. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, 9 discrepant result complaints were reported for lot 282260 yielding a complaint rate of 0.023%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, no further action required at this time. This issue will be tracked and trended. No corrective action required at this time; no product deficiency established.